Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('pregnancy (stillbirth or miscarriage)stillbirth') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)stillbirth') in a 30-year-old female patient who had essure (batch no. A33561, 717645) inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced stillbirth (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered pregnancy with contraceptive device and stillbirth to be related to essure. The reporter commented: plaintiff experienced four another pregnancy episode in (B)(6) 2015, (B)(6) 2017, 2018 which is captured under cases 2019-034725. Lot number: 717645 manufacturing date: 2010-03 expiration date: 2013-03 lot number: a33561 manufacturing date: 2012-07 expiration date: 2015-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Event pregnancy marked serious due to still birth. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('pregnancy (stillbirth or miscarriage)stillbirth') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)stillbirth') in a 30-year-old female patient who had essure (batch no. A33561, 717645) inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced stillbirth (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered pregnancy with contraceptive device and stillbirth to be related to essure. The reporter commented: plaintiff experienced four another pregnancy episode in (B)(6) 2015, (B)(6) 2017, 2018 which is captured under cases 2019-034725. Lot number: 717645 manufacturing date: 2010-03 expiration date: 2013-03 lot number: a33561 manufacturing date: 2012-07 expiration date: 2015-07 quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: significant amendment done. Annex f changed to f0201 and annex e changed to 2402. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('pregnancy (stillbirth or miscarriage)stillbirth') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)stillbirth') in a (B)(6) female patient who had essure (batch no. A33561) inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced stillbirth (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered pregnancy with contraceptive device and stillbirth to be related to essure. The reporter commented: plaintiff experienced four another pregnancy episode in (B)(6) 2015, (B)(6) 2017, 2018 which is captured under cases 2019-034725. Lot number: a33561 manufacture date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: quality safety evaluation of ptc. Case category updated to incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.